Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A patient experiencing a lead fracture was reported to abbott. The patient¿s lead was replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. Initial reporter phone number: (B)(6).

Event description:
Related manufacturer report number: 3006705815-2023-03389. It was reported that the patient's lead was autoreducing and their ipg had become inoperable due to not recharging as recommended. As a result, the patient underwent surgical intervention during which the ipg and lead were explanted and replaced. Effective therapy was established post-operatively.